Manufacturer narrative:
Occupation: occupation is lay user/patient. The lancet device lot number and lancets lot number were not provided. The lancet device was requested for investigation, however, the customer has discarded it. The customer was sent a new device. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. The cause of the event could not be determined.

Event description:
The initial reporter alleged the lancet may have been protruding from the end cap of her coaguchek xs softclix lancet device. The customer stated the needle might have stuck out of the end cap, however, she stated the end cap wasn't fitting properly onto the device. There was no allegation that an adverse event occurred.